Event description:
It was reported that the patient presented in-clinic for a check post implant. Patient had tripped and had used their left arm to brace the fall. Upon review, the right ventricle lead exhibited failure to sense, failure to capture and had dislodged. The right ventricle lead was repositioned on (B)(6) 2022. Patient was stable before, during, and after surgery.